Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline. The cause for the failure was isolated to an r781 driven ground resistor on the computer/analog board having a high resistance reading. The root cause for the high reading resistance could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.